Event description:
A report was received that the patient had a non-device related fall and the lead was broken. The patient was not receiving stimulation. The patient underwent a revision procedure wherein the broken lead was replaced. It was during the revision procedure, that the broken lead was found out. The lead was visually broken at the proximal end. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.